Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. Also, tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 500 mg/dl. Reportedly, the customer's husband administered a bolus via the pump (as usual) as the customer is blind and cannot see. It was noted that air is not removed from the cartridge during the load process and that the cartridge is changed every 4 days. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected.